Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer passed away on (B)(6) 2014. The customer's blood glucose was unknown. The cause of death was multiple myeloma, a form of bone cancer, and compression fractiors. The customer was not wearing the insulin pump at the time of death. The customer was not using the insulin pump 2 weeks prior to the death. The customer's family will donate the insulin pump. No further information was reported.

Manufacturer narrative:
This report is provided to update the device evaluation information from this section with additional details. The original device evalution follow up report was submitted before the testing was complete. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.